Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 500mg/dl. Customer states the high blood glucose reason was unexplained. Customer performed high pressure test which did not passed. Customer advised to discontinue use of pump and revert to backup plan as per hcp's instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
Findings: pump received with the operating currents within spec. And passed the self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat tests. The no delivery alarm functioned properly and audio alarm could be heard during the basic occlusion and occlusion tests. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the reservoir tube window corner, cracked belt clip slot, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.